Manufacturer narrative:
Section a4, a5, a6: information unknown/not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was stuck inside the pre-loaded injector during a procedure. The cartridge tip came into contact with the patient¿s left eye. An unplanned vitrectomy was required and the patient has fully recovered. An incision enlargement and sutures were not required. The incident resulted in a delay in the procedure. No additional information was received.